Event description:
Additional information has been received that second lens which was implanted has been removed from the eye.

Manufacturer narrative:
The two damaged lenses were returned. Viscoelastic was observed on the lens. The first lens had been cut into two pieces across the center. Both haptics were broken-gusset area, one was returned. One optic portion had further damage due to being on top of a post of the lens case. Scratches were observed. Cracks were also observed, which appeared to be caused by an instrument used to grasp the lens. The reported posterior surface damage could not be identified. It may have been obscured by the removal damage and/or the lens case post damage to one optic portion. The second lens had been cut into two pieces across the center. Both haptics were broken-gusset area (not returned). Large gouges were observed across the posterior optic surface of both portions. This damage was similar to damage caused by a plunger underride. The two reported damaged lenses were returned. The reported posterior surface damage could not be identified on the first lens. It may have been obscured by the removal damage and/or the lens case post damage to one optic portion. The second lens had large gouges across the posterior optic surface of both portions. This damage was similar to damage caused by a plunger underride. The root cause for the potential plunger underride could not be determined. It is unknown if a qualified handpiece and viscoelastic were used. Per the instruction for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure a defect was detected on the back surface of the optical part of the iol after implantation into the eye. Due to the possible disturbing effect on the quality of vision the physician decided to explant and implant a new iol. The situation was repeated with even more damage to the optics than in the first lens. Considering the pre-existing corneal pathology and the risk of extensive stria, the iol was left in the eye. The surgeon planned, it would be replaced one week after the cornea had cleared. The physician suspected lens was damaged by cartridge since the injector was different in each case. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used complaint company cartridge was not returned. Four unopened 10-count cartons were returned (40) with two opened 10-count cartons containing six (6) and nine (9) unopened company cartridges for a total of fifty-five (55) unopened samples. One unopened company cartridge was pulled randomly form each returned carton. The company cartridges were numbered 1-6 for evaluation purposes. The six selected, returned company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified lens model/diopter was indicated. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. Six of the unopened company cartridges returned for the reported lot were evaluated. No damage or abnormalities were observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed. It is unknown if a qualified handpiece and viscoelastic were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).